Manufacturer narrative:
Date of event: 2017. (B)(6). This lot was manufactured june 23, 2017 ¿ june 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the bladder of a small volume folfusor due to a rupture. The pump was filled with fluorouracil 3950mg in nacl 0.9% 110ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device codes: (B)(4) replaces the previously reported (B)(4). It was reported that a leak was observed within the plastic exterior sleeve of a small volume folfusor. This replaces the previously reported: it was reported that a leak was observed from the bladder of a small volume folfusor due to a rupture. Should additional relevant information become available, a supplemental report will be submitted.